Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 47, 200, 100mg/dl. Tests were done within 10 mins with a difference of 78%. Pt did not experience any adverse events. Customer is using expired solution. No further information has been reported.